Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (b)(6 006 and a revision procedure on (b)(6 2014 due to patient allegations of elevated metal ion levels, loss of range of motion, pain, inflammation, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04811 / 04812).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2014 due to patient allegations of elevated metal ion levels, loss of range of motion, pain, inflammation, metal poisoning and metallosis. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2014 was due to metal-on-metal reaction. The patient's operative report noted milky fluid. Additional information received noted that (B)(6) 2014 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.